Manufacturer narrative:
No medwatch form was received. (B)(6).

Event description:
It was reported that during normal follow up, high hv lead impedance was observed. Patient was asymptomatic. Programming changes were recommended. Lead remains implanted.